Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, a piece of cutter broke off on a patient which they were able to retrieve. No known impact or consequences to patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 08, 2018.   (B)(4). The returned sample was visually inspected, with no anomalies anywhere on the device, specially no breaks were noted on the v-cutter shaft and v-cutter tip mechanisms. The sample did not contain any visible signs of breakage; therefore the complaint was not confirmed and a definitive root cause was not determined. During the manufacturing process, all vsp550/vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.